Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered stapler became locked on tissue while the surgeon was creating the sleeve. When attempting to open the jaws to readjust, the jaws could not be opened. The power handle was removed, but this did not resolve the issue. A hard reset was attempted and was also unsuccessful. There was no manual retraction tool available at the account. As a result, an alternative manual stapler was used to staple next to the reload that was stuck on tissue, allowing the procedure to be completed and the sleeve to be created. The reload was removed and all components were sent back. The procedure time was extended due to these issues. Troubleshooting steps for the powered stapler were followed but were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned reload was received with the I-beam slightly advanced and the jaws clamped. Staples were visible emerging from the proximal end of the reload. Proximal sutures were not cut and distal sutures had not been released. Reinforcement material was secured to the cartridge and anvil jaws. Functional testing found that the I-beam was retracted manually. The manufacturing assessment concluded the unit was disassembled to assess the internal components and found slightly bent laminates as well as adapter shearing caused by the laminates. It was reported that the powered stapler became locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.